Event description:
A 7" (18cm) approx 0.45ml pressure infusion ext set/with microclave clear, purple clam, rotating luer rn connected to the patient with ease. Rn noted that there was a backup of blood and leaking when she investigated she found crack inside the attachment at the insertion point to the main IV.